Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed scanner. The field service engineer removed the cover and discovered the usb cable was partially unplugged. Reseated the usb cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had scanner failure. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.